Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The logs could not confirm the fault occurred in the field. During visual inspection, scratches on top cover to the metal were found. The unit was installed onto a golden system and functioned as expected. The probable root cause can be attributed to a component failure on the integrated electrosurgical unit (iesu).

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer was encountering a repeated u-02 error on the integrated electrosurgical unit (iesu) [erbe]. The customer had tried to power cycle the generator multiple times with no change. The customer had a force triad generator. Technical support engineer (tse) explained the customer could connect the force triad with the energy activation cable 371716. The customer was working with biomed to retrieve the energy activation cable. The procedure was completing as planned with no reported injury.